Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the patient line of the homechoice cassette during use. This occurred during drain one of peritoneal dialysis therapy. Renal therapy services advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.